Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened act and esc buttons dome switch. No unlocked j2 or lcd keypad connector noted. Device had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had battery issue. The customer¿s blood glucose level was unknown. The customer reported that sometimes they have to press esc button more than once before it responds, esc button also sticks when pressed and screen has scratches. The troubleshooting was not performed. The insulin pump will not be returned for analysis.